Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The reported complaint is related to the libre sensor tip left in body. Dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc device "needle was stuck in the arm" and remained in the customer's skin. The customer reported experiencing "a lump that came up" and was unable to self-treat. Customer had contact with a healthcare professional who provided assistance to "cut out sensor needle and sent it away for testing". No further information was provided. There was no report of death or permanent impairment associated with this event.